Event description:
The apc probe did not work properly, the probe was hooked up to the machine and purged with argon gas, but after purging the probe would not fire, when testing the probe for fire, the nurses could hear a blowing sound, but did not see any spark. They reconnected a new probe and it worked properly. The original probe never came in contact with pt since it failed to pass pre testing of equipment.